Event description:
It was reported that a dissection occurred, the 90% stenosed, severely tortuous and moderately calcified target lesion was located in the left anterior descending artery. The lesion was pre-dilated with a 2.75 x 12 semi-compliant balloon. After deployment and post dilation of a 3.00 x 38 promus elite with a 3.00 x 12 non-complaint balloon, a proximal edge dissection was noticed in the proximal part of the stent. To cover the edge dissection, a 3.00 x 24 promus elite was deployed proximally, overlapping and covering the dissection. The procedure was completed successfully and the patient fully recovered.